Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from march 27, 2020 - march 28, 2020. H10: the actual device was not available; however, a photo of the sample was provided for evaluation. The returned photo was reviewed, and the photo showed evidence of no flow; fluid was present inside the bladder. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause was user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.